Event description:
It was reported that during this implant procedure this right ventricular (rv) lead was tested on the pacing system analyzer (psa) with pacing impedance values at 1600 ohms, however when connected to the device they were out of range at 2200 ohms. The sensing and thresholds were good. The impedances were tested again in unipolar and were 1945 ohms. The physician stated that the septal position looked good, so decided to keep the lead. The lead remains in-service. No adverse patient effects were reported.